Manufacturer narrative:
Concomitant product(s): a 5092-52 lead, implanted: (B)(6)2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low impedance. Follow up with the patient's clinic indicates that no intervention has been done at this time and that the lead is being monitored closely. The lead remains in use. No patient complications have been reported as a result of this event.